Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed testing due to a no load set screen. Service evaluation verified the no load set screen. The cause was identified to be a failed upper hook switch. The upper auxiliary assembly was replaced to correct this condition should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a no load set screen. There was no patient involvement associated with this event. No additional information is available.